Manufacturer narrative:
(B)(4). Stopper jammed / insecure. One sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that syringe has noticeably damaged stopper. The observed condition is non-conforming per product specifications. The potential root cause of the damaged stopper defect is associated with the assembly process. Furthermore, a device history record review was completed for provided lot number 2202719. A notification for this defect was written during the production of this batch. A requalification was performed, and the line was cleared of defects. However, it is possible that a limited number of pieces were able to escape detection under this condition. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok stopper was jammed / insecure. The following information was provided by the initial reporter: plunger is not level (tilted).